Event description:
It was reported that the ventricular lead exhibited loss of capture at 5 v, no r-wave measurement and impedance of greater than 2000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.